Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation. There are two lot numbers that could be associated with this complaint lot numbers 3125601 and 3153895.

Event description:
This event occured in (B)(6). The customer reported that the stopcock was defective. Patient involvement is unknown.